Event description:
Set up the IV pump as ordered using a dual check with 2 rns. Upon evaluation during an hourly check, the bag of heparin is almost empty. IV pump and setting were checked and correct. The pump says the remaining solution is 348 ml. The IV pump was checked and the solution still flows fast even if the device is switched off and the lever is secured and clamped. The pump doesn't give alarm as well even if there is air in the line.